Event description:
It was reported that the patient had experienced hypotension and fatigue. It was determined that the right atrial (ra) lead had high, unstable thresholds, failure to capture, and had dislodged. The physician felt that due to the slight dislodgement, the patient did not have atrioventricular (av) synchrony or low blood pressure. The ra lead was reprogrammed, repositioned, and remains in use. The patient is a participant in the product surveillance registry clinical study. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No further patient complications have been reported as a result of this event.